Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited no adhesive (ke-45) at the forceps cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was confirmed, the device has a rubber removed. The most probable cause of the complaint is d02 - cause traced to component failure expected or random component failure without any design or manufacturing issue due to c070603 - separation problem problems caused by the cut, tear, or fracture of a component, object, or material into two or more pieces including shear. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.